Event description:
The customer was calling from the emergency room where he was being treated for a low blood glucose of 17 mg/dl. The customer also stated that he was getting a calibration error. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2013-92796.